Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The parameters of the luer hub molding were reviewed and they were found within specification requirements. Additional information will be submitted within 30 days of receipt.

Event description:
Received a call from a customer indicating the catheter does not fit properly to the 150 syringe injector. The customer contacted the injector company who said their product is ok. The site informed they tried the cordis infinity 4f and didn't have any issues, that's why they think it may be the 5f angled pigtail product problem.